Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device experienced intermittent operation and an insufficient/low power. It was further observed that the device had a foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for check function of device, check the forward/reverse modes function, check the oscillation mode function, check the oscillation angle, check switching function forward/reverse in running mode and check power with power test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an anterior cruciate ligament (acl) reconstruction surgical procedure, it was discovered that the small battery drive device was working intermittently. It was not reported whether there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.